Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic bronchofibervideroscope had no image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an image issue due to fluid damage in the charged coupled device. In addition, the device evaluation found following findings: the scope had a leak due to instrument channel leak, the distal end glue was cracked and deep cut on the probe pink rubber, the forces passage biopsy channel was leaking, the ultrasound image's one element broken #2, the bending section, the control body, scope connector, air water supply and the ultrasound connector had heavy fluid/dry after aeration; the angulation was low on the down position. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.